Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6), initial reported: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump's screen froze while on patient, there was no harm and injury to patient.

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able to replicate the failure. The fse completed all testing, calibrations, diagnostics, and performance with no issues found. The unit passed all tests and was released for use.

Event description:
N/a